Event description:
It was reported during in clinic follow up that the atrial lead exhibited dislodgement. Dislodgement was confirmed via imaging. Repositioning was attempted but unsuccessful as the helix of the lead would not properly extend. The lead was instead explanted and replaced. The patient was stable and asymptomatic.